Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of an infuso.r. Pump that bends on the syringe was confirmed but not reproduced during product evaluation. This condition was due to a damaged pusher block assembly. The pusher block assembly and syringe holder were replaced to fix the reported condition.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The facility representative reported an infuso.r. Pump with a condition of "bends on syringe." This condition occurred during programming/setup in the "anesthesia" department. There was no patient injury or medical intervention necessary according to the hospital representative. Patient involvement was reported. No additional information is available.